Event description:
Information was received that a revision procedure was performed in (B)(6) 2020 due to a broken screw. It was reported that lengthening was completed and no problems occurred during or after lengthening; however, a delay in bone union occurred. The screw was replaced with no further patient impact reported. Report 1 of 2.

Manufacturer narrative:
Device records review: review of the device history record for the returned unit confirmed that it met all required quality inspection criteria prior to release. Device evaluation: visual inspection of the screw revealed it was broken. Dimensional testing was performed and was found to be within specifications. The maximum patient weight for a 10mm nail diameter is 150lbs/69kg which is stated in the instructions for use on page 2. The patient¿s weight was 176.5lbs/80kg which exceeds the maximum weight of 150lbs/69kg. The cause of the event is attributed to an incorrect nail size being used for the patient.

Manufacturer narrative:
The device has been returned and is pending device evaluation. Root cause cannot be confirmed at this time. The reported event has been addressed in the device labeling.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2020. As per the reporter, the screw is broken. The nail is locked with 2 screws on lateral and 1 screw on anteroposterior. Extension was completed. No problem occurred during or after extension. During medical controls, delay on bone union was detected.